Event description:
Had bilateral breast implants placed over 25 year ago. Felt heavy implants were contributing factor in her shortness of breath. Left implant was found with multiple patches on posterior aspect. During removal, implant ruptured but all silicone was safely removed. On right side, capsule was removed totally without removing implant, then seperated. Both found to be leaking. No replacements.